Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen articular surface; p/n: 90597004010 l/n: 63323599; unknown palacos cement; p/n: unk l/n: unk; nexgen tibial component; p/n: 00598004702 l/n: 63573246. Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the revision is scheduled for a later date. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00238. Remains implanted.

Event description:
It was reported the patient started having pain 10 months post-implantation due to cement laterally to the prosthesis. The patient is scheduled for a procedure at a later date to have the cement removed. No additional patient consequences were reported.